Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported implant not functioning as expected as well as a cylinder aneurysm cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a labeling review was performed and according to the app instruction for use document, extrusion is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement surgery due the implant not functioning as expected as well as a cylinder aneurysm. The patient could not deflate the prosthesis and a cylinder was protruding out of the corpora, below the skin. A new ams 700 inflatable penile prosthesis was implanted. There were no patient complications.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement surgery due the implant not functioning as expected as well as a cylinder aneurysm. The patient could not deflate the prosthesis and a cylinder was protruding out of the corpora, below the skin. A new ams 700 inflatable penile prosthesis was implanted. There were no patient complications.